Manufacturer narrative:
It was reported that the patient was experiencing power switching events. Two batteries (B)(4) were returned for evaluation. The controller and two batteries (B)(4) were not returned for evaluation. A review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and controller was stable. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). (B)(4) did not participate in premature power switching events. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to evaluate controller and batteries intermittent disconnections. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Other device involved in this event: battery (B)(4). 01-25-2017: yes returned to manufacturer. (B)(4). Battery (B)(4). 01-24-2017: yes returned to manufacturer. (B)(4). Battery /(B)(4). Not returned to manufacturer. (Npr). (B)(4). Battery (B)(4). Not returned to manufacturer. (Npr). (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional batteries were identified for power switching incidental findings; affected batteries were added to the complaint. Bat204565- exp date-01/31/2016. Bat202282-exp date-10/31/2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Preliminary analysis indicates that the returned controller passed visual and functional testing. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: it was reported that the patient was experiencing power switching events. The controller (B)(4) and two batteries (B)(4) were returned for evaluation. Two batteries (B)(4) were not returned for evaluation. A review of the manufacturing documentation confirmed that (B)(4) and (B)(4) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4), (B)(4) and (B)(4). The reported power switching was confirmed. (B)(4) did not participate in premature power switching events. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to evaluate controller intermittent disconnections. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report investigation results. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: battery/(B)(4); cat#: 1650de; exp date; 02/28/2017; mfg. Date: 02/28/2016; received date: 12/01/2016. (B)(4)-battery issue. Battery/(B)(4); cat#: 1650de; exp date; 01/31/2017; mfg. Date: 01/31/2016; received date: 12/01/2016. (B)(4)-battery issue. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The company is seeking this information through the event investigation. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the controller switched from one port to the other before battery capacity was down to 25%. The batteries were replaced with no reported consequence or impact to the patient. Log files were sent. No further information was provided.